Manufacturer narrative:
Placeholder.

Event description:
The clinic reported that a laser vision correction patient had treatment on (B)(6) 2014 and presented with microstriae in left eye one day post treatment. No loss of best corrected visual acuity (bcva) reported. Patient complained of slightly light sensitivity. On (B)(6) 2014, it was reported that patient¿s symptoms resolved and that a flap was stretched to resolved the striae/light sensitivity.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. Placeholder.

Manufacturer narrative:
Date received by manufacturer: 04/08/2014 is the correct date. All pertinent information available to abbott medical optics at this time has been submitted.